Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on bluescreen carefusion. The customer rebooted the device, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station stuck on bluescreen care fusion. The technical support specialist (tss) deployed the packaged such as remote support service agent 4.12 and pas, rebooted the system, after which it launched successfully and returned to normal operation. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.